Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical canada for evaluation; the customer's report was verified and attributed to the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.